Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that a coronary artery dissection occurred. In (B)(6) 2013, the patient presented with asymptomatic ischemia. The 90% type c, concentric with 35.0 mm long and vessel diameter or 2.5mm was located in a diffuse lesion with more than 2 cm in length, non-calcified and mildly tortuous right posterolateral descending artery. The lesion was noted to have a significant bend <= 45 degrees. Target lesion was pre dilated then a 2.25x28 promus element plus drug-eluting stent was expanded in the lesion at 10 atmospheres. Following post dilatation, dissection occurred in right atrioventricular artery. A 2.25x24 promus element plus drug-eluting stent was implanted for bail out and then a 2.5x20 promus element plus drug-eluting stent was implanted in right posterolateral artery. Following post dilatation was a 0% residual stenosis with timi iii flow. The patient outcome is good post procedure and was discharged two days later.